Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. During test analysis the entire lock line was able to be removed from the device with no resistance noted. Therefore, the reported unable to remove the lock line could not be confirmed via returned device analysis. It is possible that the mitraclip delivery system (cds) experienced compressive forces on the lock line lumens while in the anatomy, resulting in the inability to translate the lock line during removal. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to the increased resistance within the lock line lumen coils, which may have led to the device issue. Further evidence to support this conclusion includes the physicians ability to remove the lock line completely once the clip delivery system was removed from the anatomy. A review of the lot history record revealed no manufacturing non-conformities from the reported lot. A query of the electronic complaint handling database found no similar incidents of unable to remove the lock line (mechanical jam) from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the lock line that could not be removed and has potential of serious injury. It was reported this was a simple mitraclip case in the patient with a degenerative mitral regurgitation grade of 4. The mitral valve was grasped with the mitraclip and the clip was ready to be deployed. The gripper line cap was removed and the gripper line removability test was successfully performed. The lock line cap was removed and the lock line test was successfully performed. When they began removing the lock line, the line froze. Troubleshooting maneuvers were performed but the other end of the lock line was too far inside the device. It was decided to stop clip deployment. The gripper was raised using forceps on the gripper line. The clip was removed from the valve without incident. The undeployed cds was removed through the sgc without incident. A second cds was inserted. The mitral valve was grasped with the first attempt and the mitraclip was deployed reducing the mr to 1. There were no adverse patient effects. After the case, the physician tested the first cds on the back table. The lock line on the first cds was pulled a little harder and the lock line released and was removed. No additional information was provided.